Manufacturer narrative:
D9: date returned to mfg.: 2/18/2025. H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed. The cause was the fuses on the printed circuit board (pcb) shorted out and burned the board. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped. No previous repair was noted for the last twelve (12) months.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device emitted a burnt smell and was found burning on the pcb board at the power switch terminals. There was no additional physical damage. The event happened on 16-dec-2024. There was no patient involvement.